Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery. During nail insertion while tapping the driving cap with the hammer, the driving cap broke off at the threaded connection part between the insertion handle and the driving cap. The convex threading of the driving cap got buried within the concave threading of the insertion handle. The nail had been inserted to the optimal position, so the surgeon proceeded to insert locking screws and the surgery was successfully completed with no surgical delay. No further information is available. This report is for a radiolucent insertion handle frn. This is report 1 of 2 for (B)(4).